Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from (B)(6) 2019 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 (B)(4) for medley - err (B)(4) which does not correlate to the customer reported issue.

Event description:
It was reported that the batter of the device was allegedly defective. There was no patient involvement.